Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "ICU rn was placing an accucath on the evening of aug 4th or morning of aug 5th during her night shift. She scanned the vein and identified a valve so stuck below it. Accessed the vein and saw the needle tip in it. Advanced the wire. It went smooth most of the way but resistance was met towards the end. Patient did not alert that there was any pain so she continued to advance. Began to thread the catheter and the patient said it hurt. She stopped and the catheter, then pull the device out. Once it was out, she noticed that the catheter wasn¿t as long as it should be. They identified that the catheter tip was in the tissue and could actually see it. Lidocaine was administered and they removed it with tweezers. No patient harm. She proceeded to place a 2nd accucath successfully."